Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (bent connector pins) has been confirmed. Upon inspection, the electrode belt was found to have bent connector pins. The electrode belt connector pins could not successfully mate with the connector. The root cause of the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the bent connector pins. The pt rec'd a replacement electrode belt.

Event description:
A (B)(6) female pt called into zoll lifecor customer support to report that her belt was not connecting to her monitor. She also reported that the pins inside the electrode belt connector were bent. The pt rec'd a replacement electrode belt.